Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The expiratory valve locking mechanism will be replaced to resolve the issue.

Event description:
The hospital reported a malfunction preventing mechanical ventilation. The patient was switched to manual ventilation. There was no report of patient injury.